Event description:
During a routine cataract surgery the patient reportedly received a severe corneal burn which required a corneal graft. The surgeon suspected the handpiece as the cause of the burn. The patient's outcome is not known at this time.